Event description:
The customer contact reported that a burning smell was noted from the back of the device. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.